Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: unknown event date. E1: initial reporter is j&j company representative. H3, h4, h6 investigation summary the product was not returned to depuy synthes, however photos were provided for review. The photo investigation did not revealed the reported unable assemble condition for hammer-guide-cann f/univ-nails. Review of provided photo shows the device is in contact with insertion device however without having actual device for evaluation reported event remains unconfirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the hammer-guide-cann f/univ-nails would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: a manufacturing record evaluation was performed for the finished device product code: 355.220; lot number: 190p713; it was electronically reviewed and no non-conformance's /manufacturing irregularities related to the malfunction were identified. The product was released on: 24-dec-2021; manufacturing site: jabil bettlach; device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in australia as follows: it was reported the product damage has been identified during loan kit inspection, by the loan kit technician. Each instrument is composed of 1 part. The instruments are stuck together. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. This report is for one hammer-guide-cann f/univ-nails (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned device presents an overall worn appearance consistent with constant usage for over the years. Additionally the proximal threads was stripped. A functional test was performed, the hammer-guide-cann f/univ-nails was tried to disassemble from the mating device, however it was impossible to disassembly the devices. It's reasonably to think that the device was stripped/twist from the assembly distal tip. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hammer-guide-cann f/univ-nails would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device part: 355.220, lot: 190p713. It was electronically reviewed and no non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 24-dec-2021, manufacturing site: jabil bettlach. D4: UDI updated. The expiration date is currently not available. Additionally, the serial number for the device involved in the event was not provided; therefore, the full UDI is currently not available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.